Event description:
Reportedly, the patient felt dizzy since the end of 2018. During a follow-up performed on (B)(6) 2019, normal pacemaker operation was observed. The patient called this hospital during the evening as he felt dizzy. A follow-up was scheduled for the next day as pacemaker anomaly was suspected. On (B)(6) 2019, holter monitoring was performed and the data revealed frequent pacing pauses over 6 seconds. As the cause of the patient¿s dizziness could not be identified, the pacemaker was reprogrammed and a temporary pacemaker was connected. On (B)(6) 2019, the pacemaker was programmed in ooo mode and ventricular events, similar to ventricular paced events, with a rate of about 65 min-1 were observed on the egm. A pacemaker replacement procedure was planned. It was reported that another pacemaker is implanted in the abdomen. The other pacemaker was programmed in ooo mode but it may have switched to back-up mode due to battery depletion.

Manufacturer narrative:
Preliminary analysis revealed that the reported event is probably caused by an interaction between the two implanted pacemakers.

Event description:
Reportedly, the patient felt dizzy since the end of 2018. During a follow-up performed on (B)(6)2019, normal pacemaker operation was observed. The patient called this hospital during the evening as he felt dizzy. A follow-up was scheduled for the next day as pacemaker anomaly was suspected. On 9(B)(6)2019, holter monitoring was performed and the data revealed frequent pacing pauses over 6 seconds. As the cause of the patient¿s dizziness could not be identified, the pacemaker was reprogrammed and a temporary pacemaker was connected. On (B)(6)2019, the pacemaker was programmed in ooo mode and ventricular events, similar to ventricular paced events, with a rate of about 65 min-1 were observed on the egm. A pacemaker replacement procedure was planned. It was reported that another pacemaker is implanted in the abdomen. The other pacemaker was programmed in ooo mode but it may have switched to back-up mode due to battery depletion.

Event description:
Reportedly, the patient felt dizzy since the end of 2018. During a follow-up performed on (B)(6)2019, normal pacemaker operation was observed. The patient called this hospital during the evening as he felt dizzy. A follow-up was scheduled for the next day as pacemaker anomaly was suspected. On (B)(6)2019, holter monitoring was performed and the data revealed frequent pacing pauses over 6 seconds. As the cause of the patient¿s dizziness could not be identified, the pacemaker was reprogrammed and a temporary pacemaker was connected. On (B)(6)2019, the pacemaker was programmed in ooo mode and ventricular events, similar to ventricular paced events, with a rate of about 65 min-1 were observed on the egm. A pacemaker replacement procedure was planned. It was reported that another pacemaker is implanted in the abdomen. The other pacemaker was programmed in ooo mode but it may have switched to back-up mode due to battery depletion.